Manufacturer narrative:
The diamondback 360® coronary orbital atherectomy system instructions for user manual states that a slow flow or no reflow phenomenon is a potential adverse event that may occur and/or require intervention with use of the system. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(4).

Event description:
Following transverse aortic constriction, a diamondback coronary orbital atherectomy device (oad) was used to treat the left circumflex artery (lcx). Three low-speed treatments were performed from distal to proximal. Angiographic imaging revealed slow flow. A non-compliant balloon was inflated in the area to restore flow. Balloon angioplasty and stent placement were performed to complete the procedure. The patient was stable.